Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
The patient's heart was arrested and was on bypass, and they were transitioning off-pump to impella when bleeding was observed between graft and sheath. 5 cc of blood was lost. No blood products or medical intervention is required to treat blood loss. The physician removed the peel-away sheath and trimmed the graft. The patient was kept on support. No additional information is available.

Manufacturer narrative:
The following sections were updated in follow-up b4,g3,g6,h2,h3,h6,h10. The device used in treatment. One half of 23f abiomed axillary was returned for analysis. Three other accessories were returned for analysis. There was blood found occluded in the side port tube. Upon returned product evaluation, the sheath was observed to be peeled through the score line. The score lines were observed to be prominent. Leak test could not be performed as the sheath was returned peeled. The sheath surface was observed on higher magnification using a vertex and no holes, cracks and gaps were observed. The sheath was observed to be within specifications. Further investigation revealed that wall thickness of the scoreline has been reduce to improve the peel strength. Reduced wall thickness of the scoreline could have made the sheath susceptible to collapsing when used with graft locks, and that could have caused leakage. However, all devices that have been evaluated have met the current dimensional, visual, and functional requirements in the 23f sheath product specification. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per adelante, adelante-s and adelante-s2 sheath extrusion process, appropriate extrusion tool is selected for the part to be extruded and is inspected prior to the extrusion run. Peel strength and critical dimensions are verified on every 100th extruded sheath as per procedure. Perabiomed introducer sheath in-process and final inspection, (sample size: 100% inspection), the sheath is inspected with a naked eye at a distance of 12" to 18" to ensure the sheath is free of kinks, cracks, splits, sinks and any other damages. Leak test is performed as per procedure. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report

Manufacturer narrative:
Correction : h1 : initial MDR should read as malfunction not serious injury. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.